Event description:
Upon review of the patient's programming/diagnostic history available in the in-house database, it was observed that a faulted systems diagnostic test on (B)(6) 2011 which resulted in a change in the programming settings to unintended parameters. As such, the patient was at unintended settings until (B)(6) 2012. Upon initial interrogation on (B)(6) 2012, the settings were identified and corrected on this visit.

Manufacturer narrative:
Analysis of programming history.